Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose levels while using the ilet and had not followed the recommended learning phase guidelines; a factory reset was performed and retraining was provided, but variability persisted, prompting referral for advanced clinical training. Symptoms included episodes of low and high glucose. Outcomes included the need for additional user training. Investigation included telephone troubleshooting, user education on the learning phase, and device reset. Investigation of this case revealed no device malfunction reported and suggested user technique and adherence to training as potential contributors, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and likely related to use conditions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.